Event description:
It was reported that during a biopsy, after the first sample acquisition, the device was not able to fire. There was no report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.